Event description:
Patient reported skin irritation in the form of bumps, rash, and itchy skin. The patient did seek medical treatment and was prescribed otc benadryl moisturizer. The patient reported that they did follow skin preparation instructions.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.